Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation trunk cable connector j702 was cracked on the distribution node pca. The cause of the service code was the damaged connector. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing a service code 204 (belt/monitor unusable).